Event description:
Note: this is one of two reports related to the same event (MFR. Report #3005099803-2014-01724 and MFR. Report # 3005099803-2014-01725). It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician used an alliance handle in conjunction with the lithotripter basket in an attempt to crush a stone. However, the basket failed to crush the stone and the wire of the basket broke. A sohendra device was then used to try and detach the basket tip but the tip failed to separate. The physician then used a second lithotripter device in conjunction with the alliance handle in an attempt to crush the stone and remove the first basket. However, the wire of the handle broke. The physician extended the sphincterotomy in order to remove the two baskets with the stone from the patient, thus completing the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of handle cannula broke. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.